Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, an automatic mode switching (ams) episode was reported due to noise. Due to the stability of the electrical parameters and the inability to reproduce the noise episodes, the decision was made to continue to monitor the patient without intervening. The patient was stable.